Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and the battery pack were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the technique drove to max and left monitor went black during a procedure. This issue will cause the system to be unusable due to the inability to see live images. There is no report of injury or death associated with the event described in this complaint.